Manufacturer narrative:
(B)(6) foot slipped from the edge of the foot rest when she got up to reach for the handrail which caused her to lose her balance and fall. (B)(6) routinely stepped to the side of the foot rest when dismounting and she misplaced her foot on this occasion not moving it out quite enough to adequately clear the footrest when placing her foot down to put pressure on it. The footrest is designed to have adequate grip when feet are placed on the footrest, there is no evidence of any type of component or design malfunction. The stairlift was installed to specification allowing room to safely dismount the stairlift on the bottom landing.

Event description:
(B)(6) rode the lift down to the bottom landing and stopped. She released her seatbelt and when she stood up to grab the handrail her foot slipped from the footrest causing her to lose balance falling backwards down the last two steps. (B)(6) landed on the floor at the bottom and called for her husband. Her husband arrived as well as her daughter and they called 911. Police arrived first and advised her not to move until paramedics arrive. Paramedics put a neck brace on her and took her to the hospital for further evaluation. A cat scan showed she had fractured her neck bone and they put a more restrictive neck brace on her. She spent four days in the hospital. After her release she has maintained a routine physical therapy regiment for her neck and shoulders.